Event description:
A surgeon reported the probe broke in a pt's eye and the fragment fell onto the retina. The fragment was completed with no injury to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).